Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a impella cp that on an 83 year old patient in use for mechanical circulatory support. It was reported that the impella was removed due to poor flow. After removal, clot was seen on the impella. A new impella was placed. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed which confirmed low pump flows. Additionally, clinical information provided was sufficient to determine the root cause. The cause of the low pump flow issue most likely biomaterial ingested as the details confirmed clot on the removed device. It states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿